Event description:
Unomedical reference number 1889164. Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked events. Event 1 occurred on (B)(6) 2024 and event 2 occurred on (B)(6) 2024. The event 1 occurred after 3 or more hours of insertion while event 2 occurred within 3 hours of insertion. In case of event 1, the infusion set had been used for 3 days while in case of event 2, set had been used for less than 2 hours. The insertion site was at the abdomen in case of both the events. The blood glucose level was 414 mg/dl at the time of event 2. The patient replaced the infusion sets and resumed the insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1889164 - device 2 of 2.